Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he was unable to prime. He stated that the insulin pump would display resume, rewind and alarm no delivery when pressing the act button. The blood glucose at the time of the incident was 195 mg/dl. The customer was assisted with clearing the no delivery alarm and advised to rewind; the customer declined troubleshooting and stated he would revert to back up plan and go to the doctor the next day to get assistance. The device will not be returned for analysis.